Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a symptomatic patient presented in the emergency with right atrial lead dislodgement. X-ray confirmed lead was coiled in left subclavian pocket. Lead was repositioned successfully on (B)(6) 2018 and patient was stable following the procedure.